Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer's blood glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high was unknown. Customer delivered a correction bolus, and administered a manual injection of insulin. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.